Event description:
It was reported that the patient passed away on (B)(6) 2022 from multi organ failure and shock. The patient returned to the operating room for clot evaluation and tamponade after implant. Post-operative admission showed mottled legs, rising lactate, and dropping ph levels resulting in treatment being stopped. The device operated as expected and the death was not believed to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 10mar2022. The heartmate 3 lvas IFU is currently available. This IFU lists arterial non-central nervous system (cns) thromboembolism, pericardial fluid collection, hemolysis, and multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential postimplant complications. This section also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.